Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5112072/ mw5112691) that an asian female who underwent breast augmentation with unknown 275cc smooth mentor saline prostheses experienced left sided capsular contracture, right sided deflation, and several unexplained systemic symptoms post procedure. Tiredness, skin rashes, kidney infection, depression, increased body odor, brain fog, hair loss, a tingling sensation in the joints, bruising, joint pain, vision loss, memory loss, shortness of breath, and back pain was noted. The right breast was sagging, and deflation was diagnosed. The capsular contracture was diagnosed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-13078 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received (via mw5115753) on march 23, 2023. Left breast total capsulectomy including the implant, right breast implant removal, and subtotal capsulectomy was performed on february 8, 2023. The capsular contracture was baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/generalized illness. Manufacturer¿s reference number: (B)(4).